Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch off.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on (B)(6) 2012 and performed self-tests up to and including the last log entry on (B)(6) 2016. One hundred thirty two manual power ups were recorded during this time, of varying durations a patient impedance was detected on many of these. The pad-pak was removed and reinstalled on 20 occasions for periods up to one month. The maximum operating temperature was exceeded on one occasion during this time. Between the (B)(6) 2016 the device records multiple power ups containing nonsensical durations. This may indicate the user was removing the pad-pak to power off the device. The returned pad-pak was inserted into the device and passed a self-test. No warnings were given at shutdown. An acceptable shock was delivered during the testing however the shock key had to be depressed several times. Upon visual inspection of the device corrosion was observed on the contact collars and the rubber feet were found to be discoloured. The membrane was stripped back and corrosion was observed on the on/off button and the shock key. This would indicate moisture ingress. Investigation found the reported fault can be attributed to membrane failure due to moisture ingress. The corrosion could have resulted in the device being unable to be powered off using the on/off button and likely resulted in multiple manual power ups containing nonsensical durations being recorded in the history log. This would confirm the reported fault. The fault could not be replicated with the corrosion removed.